Event description:
It was reported that post implant of a sagb gastric band, the band was deflated as if there have was a leak. A new gastric band was placed. The patient is currently fine.

Manufacturer narrative:
(B)(4): information in unavailable; device was not returned for evaluation.